Event description:
It was reported that the patient presented in clinic for a follow up with a right ventricular lead that exhibited high defibrillation impedance due to lead abrasion and suspected lead fracture. Programming changes were made to disable the defibrillation function. There were no patient consequences.